Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Regulator manufacturer report number: (B)(4). It was reported that the patient had an infection at the ipg and lead site. As a result, the patient underwent surgical intervention during which the system was explanted. The patient was prescribed long term antibiotics.